Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board, corroded motor assembly and with intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation and the operating currents are within specifications. No battery out limit alarms or low battery alerts noted. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads.

Event description:
Customer reported that the insulin pump repeatedly returned an error alarm. Customer also reported that the escape button was unresponsive. Customer reported receiving a false low battery alert. Customer reported replacing the battery, then receiving a battery out limit. Blood glucose level was 139 mg/dl at the time of the call. Customer stated that the insulin pump was recently dropped. No further information was provided.